Event description:
Reportedly, a patient receiving cvvh on the aquarius during an afternoon shift was noted to have become dangerously hypovolaemic. The aquarius had given repeated balance alarms when a senior nurse was called. The senior nurse discovered that one (1) bag did not drain as it had not been pierced properly ¿ all bags were changed and the program was started again. A short while later, when checking, the nurse managing the patient did not know how much fluid had been removed so the nurse in charge requested that the cvvh discontinue. The patient, on being taken off the machine, became significantly hypotensive. Per the attending physician; the machine was programmed to remove 150-200 ml/hr, but for some reason was removing 800 ml/hr. The machine alarmed appropriately multiple times and was silenced multiple times by the nurse. The patient was adequately resuscitated both times, but died a week later. The attending physician stated unequivocally that the death was not related to the hypovolaemic incidents. As the aquarius is managed ¿in-house¿ by technicians, they were called to examine the aquarius; no fault was found with the aquarius and they authorized the machine to be put back into use.

Manufacturer narrative:
Device manufacture date: 2004.no fault was found.the device evaluation results were communicated during the initial reporting of the event. The device is serviced ¿in-house¿ by technicians. Their evaluation indicated that no fault was found, and the device was authorized to be put back into use.the device history record was reviewed by the manufacturer. The evaluation results support that no shown indicators related to the incident could be correlated. The device met all requirements during final inspection.